Event description:
It was initially reported by the site that the patient had died and the device was explanted. Patient's family had returned the device to the treating physician who turned it to the manufacturer for analysis. No patient information or cause of death was given. Explanted device was currently undergoing product analysis.